Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The caller declined troubleshooting, and no additional information was received regarding the outcome of the event.